Manufacturer narrative:
The pod was returned and evaluated. The results of the investigation found no evidence of any damage or mfg deficiency that would have either directly caused or contributed to either insufficient or no insulin delivery. The investigation noted that fluid exited the tip of the cannula when the drive mechanism was actuated. The returned pod functioned as intended. No problem found in the returned device. Based on the investigation results, the device would not have been a contributing factor to the customer's high bg levels.

Event description:
The report indicated that despite numerous correction boluses, the customer's bgs rose to 358 mg/dl before deactivating the pod. The customer administered a manual bolus after pod deactivation. He stated that he "spent the night in the hospital due to high bgs and becoming sick with dka." The pod will be returned for eval.